Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au480 clinical chemistry analyzer, and found a spill in the ise compartment that was dripping onto the motors and printed circuit board (pcb). The fse found the ion-selective electrode (ise) peri-pumps not running due to defective pcb. Additionally, the fse found a cracked ise block from the fluid dripping on top of the motors and pcb. Surrounding area showed signs of rust. The fse replaced the peri-pump motors, ise block, and motor drive pcb to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported generating erroneous potassium (k) patient results on their au480 chemistry analyzer for two patients. The erroneous patient results were not reported outside of the laboratory; thus, no effect to patient treatment. Quality control was within the laboratory's established ranges prior to the generation of the false potassium results. Quality control failed after the event.